Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a fully broken distal pitch cable at the proximal clevis hub and the broken cable segment that contains the crimp was still installed in the clevis. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm small grasping retractor instrument had a broken cable. No fragments fell into the patient. The procedure was completed with no reported injury.